Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned pump was visually inspected and biomaterial was observed on the impeller. The root cause of the issue was determined to be biomaterial. Impella cp with smartassist for use during cardiogenic shock and high-risk cpi & impella rp with smartassist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, it was noted that the patient¿s anatomy was very difficult. Tortuosity and artheriosclerosis led to a cathether kink during the impella cp insertion. A new impella was successfully inserted. Once positioned, it was reported that the pump would not start, and the patient was too ill and expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.